Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory found no anomalies.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) check two months following the implant procedure, there was no data for the pacing percentages, impedance values, thresholds or wave amplitudes. The ventricular fibrillation (vf) detection was then disabled. It was noted the system was tested and all findings were within normal parameters. The interrogation session was then ended and restarted and a grey battery status bar was observed, exhibited unexpected longevity of the battery. It was decided to reassess the patient in a few days and the patient was advised to not stay at their home for time in between device checks due to suspected electromagnetic interference (emi). The patient then presented to the facility for a second device interrogation, which indicated there was no time information related to the battery longevity estimator available, along with no pacing percentages, trends or wave amplitude data. The therapies were also still off; it was decided to activate the vf detection and area monitoring. The interrogation session was ended and restarted and the quick look data indicated an initialization notice and battery status as initializing. It was noted the crt-d was no longer in service and would be revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.